Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog (novo nordisk insulin aspart) or humalog (eli lilly insulin lispro) u-100 insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to blood glucose as customer was not a diabetic patient and was using the pump for steroid treatment, not insulin therapy. Customer reverted to an alternate method of treatment.